Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2006: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 08-jun-2008, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine10 mg/ml at 6.0 mg via an implantable pump. It was reported that the patient had increase in her pain for last 3 months so doctor ordered dye study. It was unknown if environmental/external/patient factors may have led or contributed to the issue. A dye study was performed today and the catheter aspirated but upon x-ray they discovered the catheter tip was anterior. No interventions were taken at this time, but hcp to monitor. The issue resolved at the time of this report.